Manufacturer narrative:
(B)(4).

Event description:
It was reported through clinic notes that the patient had been having seizures once a month for the past year and per the caregiver, this was due to her vns not being adjusted. Prior to that, the patient was having one seizure per year. Later, it was determined that the patient's battery was depleted. The physician wasn't sure why the patient had an increase in seizures. No further relevant information has been received to date. No known relevant intervention has occurred to date.

Event description:
The patient's generator was replaced prophylactically. Interrogation of the generator pre-operatively showed that the battery status was ok. The suspect product was discarded. No further relevant information has been received to date.